Manufacturer narrative:
H6: investigation summary bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for missing label with the incident lot was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing label as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This defect is understood to be caused by a timing issue on the labelling machine. As the speed of this equipment is very high 10 missing labels represents less than a second in processing. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. See h.10.

Event description:
It was reported that the label was missing from tube with a paxgene® blood ccfdna tube. The following information was provided by the initial reporter, translated from japanese to english: it was found that there was no label on tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the label was missing from tube with a paxgene® blood ccfdna tube. The following information was provided by the initial reporter, translated from (B)(6) to english: it was found that there was no label on tube.